Event description:
The customer stated that while pipetting x-systems cannabinoids controls from the positive control vial, she pushed so hard on the pipette (attempting to tighten a loose pipette tip to the pipette barrel) that the pipette tip went through the bottom of the control vial and punctured her finger causing it to bleed. The customer was not wearing gloves at the time of the event. The customer washed and rinsed the wound for 10 minutes. The abbott customer technical advocate (cta) discussed and referenced the precautions listed in the product's package insert. The customer consulted with a physician and went to the emergency department where she was administered a tetanus shot. There is no further impact to patient management reported.

Manufacturer narrative:
Also reference 510(k)#: k874646 (delta-9 reformulation calibrators and controls). Why not code (h3): (a review of the complaint documentation identified that the event was caused by human error and did not involve the device nor was caused by a failure of the device). A review of the complaint documentation identified that the event occurred when the operator pushed too hard when pipetting a control sample, which punctured the bottom of the control bottle and in turn punctured the operator's finger. The event was not caused by a malufunction of the device or a product performance issue. The event was caused by user error. This event is addressed in the tdx/tdxflx cannabinoids package insert (34-3966/r7), warnings and precautions for users section and in the x-systems cannabinoids control package insert (34-39621/r10), precautions section, where documentation emphasizes that samples and reagents should be handled with appropriate biosafety practices. The investgation demonstrated that the tdxflx cannabinoids assay is performing within its intended use, label claims and specifications. No deficiency related to the performance of the device was identified. This is a final report.